Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be detrmined.

Event description:
It was reported that on (B)(6) 2015, patient underwent olif at levels l3-l4 to treat degenerative scoliosis intra-op, bleeding was observed when surgeon removed the stability pin from l4 vertebral body. The surgeon re-inserted retractor and expanded it to see a bleeding point. He was able to stop the bleeding after compressed the point with a gauze 5 minutes, used a bipolar, applied floseal and waited 3 minutes, used the bipolar again, and applied floseal again and waited 4 minutes. He then closed the incision and performed posterior reduction procedure as planned. Total amount of bleeding was 200ml. The event delayed surgical time within 15 minutes. The surgeon commented that the segmental artery of l4 was damaged when he placed the pin, and bleeding occurred when the pin was removed. He also commented the artery damage was complication of olif procedure which could not be prevented 100% even surgeon took care of it. Product came in contact with the patient.